Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of was over 600 mg/dl. The customer stated had no symptoms and treated high blood glucose with syringe. Customer¿s high blood glucose level was unknown at the time of the incident. Customer¿s blood glucose level was reported as 600 mg/dl. Customer stated that cannula was bent after removing them. Troubleshoot performed for bent cannula and was reported that the cannula was bent. The insulin pump will be returned for analysis.